Event description:
It was reported that a patient underwent a sinlge level procedure (l5-s1), left mini-open approach with tlif. Autograft was harvested on site. A bilateral posterior fixation was also completed. At an unknown time post-op, patient returned complaining of pain in the left buttock and was diagnosed with ileosacral joint syndrome. Patient underwent local infiltration therapy that is said to have reduced the buttock pain. Surgeon states "patient seems to have signs of chronic pain and should get multinodal pain therapy in the future, patient is refusing therapy at this time". No further details were provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.